Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 455 mg/dl at the time of the incident. The customer stated that there was big difference beet ween sensor glucose and blood glucose level. Customer stated that blood glucose level was 455 mg/dl and sensor glucose was 187 mg/dl. Customer stated that they were kicked out of auto mode. The device will not be returned for analysis.